Event description:
Report rec'd of air entering the syringe of a monitoring kit. Reportedly, after priming the set, "air bubbles" were noted entering the syringe when contrast media was drawn into the syringe. The air was removed and the cardiac catheterization procedure continued. The physician stated "it was as though there was a leak somewhere in the system". There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
One used syringe, attached to a manifold, was rec'd for eval. During testing, the syringe barrel was filled with fluid to approx the 4cc mark. A non-vented cap was attached to the rotator end and the plunger was fully extended. No air was observed entering into the barrel and no leaks occurred. The plunger portion was removed from the barrel and a visual examination was performed on the black tip. There were no non-conforming conditions observed. The complaint was not confirmed.